Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported teflon pad damage could not be determined; however, the most likely cause could be attributed to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad became partially detached and exposing metal. It was also reported that a probe damage error message was displayed; however, the probe unit was still intact. No device fragment fell inside the patient. The procedure was completed using a different thunderbeat device. No patient injury.